Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was packaged backwards, so the patient had to touch the catheter in order to get it out of the package and inserted.

Event description:
It was reported that the catheter was packaged backwards, so the patient had to touch the catheter in order to get it out of the package and inserted.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿inverted catheter (with the tip towards the doboy sealing side)¿ with a potential root cause of ¿incorrect operation¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations."